Event description:
Physio-control is investigating device failures that were observed during high heat and high humidity testing. The observed failure could cause the device to fail to advise a shock on a shockable ECG rhythm.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.